Manufacturer narrative:
Exact date unknown, event occurred a few weeks ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 23468986.

Event description:
It was reported that the patient had experienced inadequate stimulation due to high impedances and lead migration which was confirmed via x-ray despite reprogramming done. It was also reported that the patients lead with the clik-x anchor was fractured. It was noted that the patient had a non-device related fall. The patient underwent a revision procedure wherein the lead, clik anchor and suture sleeve were replaced and the patients suture sleeve was advanced to a higher position for better coverage. The patient was doing well postoperatively and the explanted devices were discarded by the facility.